Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device breaking blades was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a loose drive link was found, which can lead to blade whip severe enough to break blades.

Event description:
It was reported that at the user facility cutting blades were breaking while in use with the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility cutting blades were breaking while in use with the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.